Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction.   To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported black spots were present on thirty (30) dressings. Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details has been received.